Event description:
The customer alleged that there was oil mist and haze coming from the unit, in addition to an odor. There were no reports of physical complaints. The unit was noisy during a cycle, and the last two cycles cancelled for vacuum system timeout. An asp field service engineer (fse) went to the facility to access the unit.

Manufacturer narrative:
Oil mist - capital equipment, evaluated at customer site. The fse reported the following: oil mist was coming from the plastic oil filler cap on the vacuum pump. The fse replaced the vacuum pump.